Manufacturer narrative:
New information: section a, b3, d10, e2, e3, g3. Changed information: e1, e4.

Event description:
The purpose of this follow-up report is to include the patient information received from the user facility in the MDR.. Mic also received additional information from the sales rep about the device malfunction: according to her (verbal): the pump completely stopped working. It went black. No power - as if it blew a fuse. No issues with any of the concomitant devices. Once they received a new pump the system worked fine. This problem wasn't the same ongoing suction issues.

Manufacturer narrative:
(B)(4). Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
It was reported to richard wolf mic: "the suction of the pump was not operating correctly. New system, just shut off and would not turn back on in the middle of a holep case. Patient had to be hospitalized for two days until we could get a replacement system in." Additional details reported to rw mic: will the device be returned? Yes. Was the device being used on a patient when the reporting issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? Yes. Did the delay put the patient at risk? No. Was there a similar back-up device available for use? No. Was the scheduled procedure completed? No.

Event description:
The purpose of this submission is to report the results of the device (piranha suction pump) investigation. Rw gmbh received and evaluated (visual and functional means) the device. The reported condition, device shutoff and would not turn back on in the middle of a holep, was confirmed. It was found that the switching power supply has a short circuit, therefore the two fuses have also blown. Rw gmbh couldn't determine the root cause of the short circuit. We assume that a component of the switch power supply is defective, however an investigation is not possible, because we do not have the equipment for that. The gap dimension of the valve meets the specification, but according to the change form pk21-00136, the valve shall be replaced.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #2 is to provide FDA with missing information, new information, and changed information. Missing information: none new information: device investigation. Device labeling was reviewed for patient code and device codes, see below: patient code: not applicable, no patient problem was reported. Device code: not applicable, no indication what caused the short. Unable to verify the issue. Rwmic considers this MDR closed. Should rw receive new information, a follow-up report will be submitted.